Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, exact date not provided. Best estimate is between (B)(6) 2019 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from patient¿s left eye (os) in a secondary surgical procedure due to myopia and as the patient's visual acuity did not improve. The issue was noted during post-op examination. No delay in procedure was reported and no vitrectomy or sutures were required. Visual acuity pre-operative: 20/70, visual acuity post-operative: 20/30. No further information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 7/29/2020 section h3. Device returned to manufacturer? Yes device evaluation: the complaint lens was received at the manufacturing site inside a non-johnson & johnson lens case. Additionally, a complaint intake form was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. The haptics from both lens halves were observed stuck to the optic body of the opposite lens halves, but this can be attributed to receiving the lens cut in half with dried viscoelastic residue. The lens was cleaned, and the haptics were no longer stuck to the optic body. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted. Placeholder.